Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was prompting an error 4 message. Per the onetouch verio iq user guide the error 4 message prompts there is a strip fill problem. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012, at 1:36 p.m. The patient reported managing her diabetes with insulin (self adjusting) and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that immediately after the alleged issue began she became "lightheaded." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that the patient was using the correct testing process, that the test strips were not expired and that the test strips completely drew in the sample. The alleged issue was not resolved with training. Replacement product was still sent to the patient. This complaint is being ruled out as an adverse event because the symptom reported by the patient does not meet lfs's criteria of a serious injury and the patient denied receiving medical intervention as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.